Event description:
A power source alert was reported by the caller, indicating a problem with the charging process of the pump. There was no adverse impact to the customer's blood glucose level. The caller used a tandem charging cable and wall adapter, and after plugging the adapter into a working outlet for at least 30 minutes, the pump began charging successfully, resolving the issue without the need for further assistance.